Event description:
Revision surgery- the pt suffered from extensive scar formation, requiring a lysis of adhesions and an open knee manipulation. The last surgery was performed in (B)(6) 2011. The insert was removed to gain exposure to posterior capsule for the scar removal. The surgeon stated there was no danger to the pt, and the revision was not due to the djo implant in place.